Event description:
During a procedure the generator started functioning as intended but suddenly a low impedance message was displayed and the output was at 0 watts. The catheter and connecting cable were changed, along with the generator being power cycled, but the issue remained. The procedure was aborted and there were no adverse consequences to the patient.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.